Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner and head revised to treat disassociation ID the liner from the cup. Doi: (B)(6) 2017, dor: (B)(6) 2019, left hip.